Event description:
On (B)(6) 2013, during implantation procedure of a paradym dr 8550 (sn (B)(4) - complaint #(B)(4)), several device resets were observed. The physician intended to replace it with the subject device (sn (B)(4)) but 2 resets were also observed with that device; consequently, it was not implanted. Preliminary analysis confirmed the two resets observed on the subject device resulted from an abrupt decrease of an internal power supply, most probably associated to charge tests performed by the user. The device was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.